Event description:
The customer observed false reactive alinity I havab igg results generated for a patient sample. The following data was provided: 8¿10-year-old girl (B)(6) 2025 result = 6.04 s/co. Roche platform result = negative. Sent to a national reference laboratory for hepatitis and result = negative. Previous results with lot 75248be00 on instrument (B)(6): (B)(6) 2025 sample ID (B)(6) initial result = 5.48 s/co, (B)(6) 2025 same patient, new sample. Sample ID (B)(6) result = 5.99 s/co, (B)(6) 2025 same patient, new sample. Sample ID (B)(6) result = 4.06 s/co. During troubleshooting, sample ID (B)(6) was remeasured on analyzers (B)(6) and (B)(6). Results = 4.63 s/co, 6.11 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of tracking and trending did not identify any trends related to the complaint issue. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. The overall performance of the alinity I havab igg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviation to cutoff and patient median values of the negative population for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Thus, the review of applicable field data suggests that the performance is acceptable. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I havab igg reagent lot 79090be00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p26 (alinity I havab igg) that has a similar product distributed in the us, list number 6s93 (havab igg ii) with 510k/PMA/bla number k222850 and list number 8p27 (alinity I havab igg) with 510k/PMA/bla number k113704.

Event description:
The customer observed false reactive alinity I havab igg results generated for a patient sample. The following data was provided: 8¿10-year-old girl (B)(6) 2025 result = 6.04 s/co. Roche platform result = negative sent to a national reference laboratory for hepatitis and result = negative. Previous results with lot 75248be00 on instrument (B)(6): (B)(6) 2025, sample ID (B)(6), initial result = 5.48 s/co, (B)(6) 2025 same patient new sample. Sample ID (B)(6) result = 5.99 s/co, (B)(6) 2025 same patient new sample. Sample ID (B)(6) result = 4.06 s/co during troubleshooting, sample ID (B)(6) was remeasured on analyzers (B)(6). Results = 4.63 s/co, 6.11 s/co. No impact to patient management was reported.